Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3:00pm, the patient alleged the issue began. The patient reported using novolog self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet or activity level on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported measuring his blood glucose on an unknown backup meter on (B)(6) 2012 at 3:30pm and obtained a result of "382mg/dl." The patient reported taking an increased dose of 7 units of novolog insulin from a normal dose of 4 units. The patient denied receiving further medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed. The cca confirmed the subject meter battery did not need to be replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention by a third party or healthcare professional that suggests a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.